Event description:
It was reported that the unspecified bd IV administration set experienced flow issues. The following information was provided by the initial reporter: the secondary medication infused in one minute instead of 15 minutes.

Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the secondary medication infused in 1 minute instead of 15 minutes could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd IV administration set experienced flow issues. The following information was provided by the initial reporter: the secondary medication infused in one minute instead of 15 minutes.